Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2019 where the ipg was explanted and replaced. The pocket site was also moved to prevent migration. The issue has since been reportedly resolved.

Event description:
It was reported that the patient's scs ipg had migrated in the pocket. As a result, surgical intervention may be pending to address the issue.